Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, it is alleged that patient was revised on (B)(6) 2011, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur: number 6. Inadequate range of motion due to improper selection or positioning of components. And, number 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01647 / 2014-03727).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2005. Subsequently, it is alleged that patient was revised on (B)(6), 2011, for an unknown reason. Additional information from patient's legal counsel reported patient allegations of pain, soreness, dysfunction and loss of range of motion. Patient's legal counsel also reported that a loose acetabular component was noted at time of revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, it is alleged that patient was revised on (B)(6) 2011, for an unknown reason. Additional information from patient's legal counsel reported patient allegations of pain, soreness, dysfunction and loss of range of motion. Patient's legal counsel also reported that a loose acetabular component was noted at time of revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2011 noted a loose and migrated acetabular component.